Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced display top lcd and display monitor board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received lcd and upper display pcba with a reported unit failure of red screen. The fat dept. Performed a visual inspection of all parts received and found that all the parts are in good condition. The fat dept. Installed lcd and upper display pcba in the cardiosave test fixture and tested jointly and separately in accordance with factory specifications per cardiosave service manual. The failure analysis and testing department could not replicate the failure experienced by the customer. Retained the lcd display in the fat dept. Per. Sent the upper display pcba board to the respective supplier for further failure analysis as per procedure. Failure analysis received from the supplier for the board and stated that no abnormality found on visual check, board was re-tested at fct and failed step 4.3.0 measure signal output ud_cath_0 between ud_anod (min input). Performed troubleshooting on the board and found u6 defective probable root cause for this part is a manufacturing assembly issue. Retained the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) updated data: b4,g3,g6,h2,h10,h11.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) screen is red while its on. There was no patient involvement.